Event description:
Post-market clinical evaluation of the reunion reverse shoulder arthroplasty (rsa) system: (B)(4). Description of the event: acromial stress reaction actions taken: sling for two weeks resolved with sequelae: (B)(6) 2021.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : clinical case - still in patient.

Manufacturer narrative:
The received x-rays were reviewed by medical affairs and the event of the acromial stress reaction could not be conclusively confirmed. A device inspection was not possible since the affected device was not returned. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The available information was forwarded to medical affairs for review with following feedback: "the 6 months axial x-ray possibly confirms an acromial stress reaction, although the images are not fully comparable from the angle they were taken. It shows some condensation of bone (little bit whiter on the x-ray) which together with clinical information most likely has led to this conclusion. I do not find the difference very convincing. Typically, in doubtful cases a nuclear scintigraphy (bone scan) would provide the answer to this clinical question. Therefore in this case I can neither confirm, nor deny this conclusion of the investigator." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Post-market clinical evaluation of the reunion reverse shoulder arthroplasty (rsa) system: subject 02-067. Description of the event: acromial stress reaction actions taken: sling for two weeks. Resolved with sequelae: (B)(6) 2021.